Event description:
When the dilation catheter was placed in the coronary artery, the cvt could not get the static out of the image. When the physician replaced it with a new catheter, it worked fine and the procedure was completed.